Event description:
Information was received based on a review of a journal article referencing a retrospective study of total hip procedures that took place between 1983 and 1985 utilizing t-tap acetabular cups. The article indicated that eight acetabular revisions were performed to remove and replace the acetabular cups due to the non-modular head either obstructing acetabular exposure or resulting in instability of the hip. No further information has been provided to date.

Manufacturer narrative:
The information being reported was found in a journal article titled "total hip arthroplasty with an uncemented tapered femoral component". J bone joint surg 2008;90-a:1290-1296. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revisions mentioned in the journal article. Dates of events - unknown. Expiration dates - unknown. Dates implanted - unknown. Dates explanted - unknown. Initial reporter - the article was written by jr mclaughlin and kr lee. Manufacture dates - unknown. This report filed march 10, 2011.